Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The log file contained approximately 14 days of data ((B)(6) 2021 per the timestamp). The log file captured no external power and low voltage hazard alarms due to a temporary loss of ac power while connected to the mpu on (B)(6) 2021 at 7:12:46. The alarms were resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the loss of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided stated that the mpu will not be returned and there are no concerns with the mpu. It was reported that the mpu ac power cord has a v-lock connector and it is not known if the power cord came loose or if there was any power loss to the residence. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The mpu, serial number (B)(6) , was shipped to the customer on 04aug2019. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, low voltage hazard, pump off, low speed hazard/advisory, low flow hazard, controller fault, and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came in overnight following syncopal events, and was discovered to be having low flow/ low speed advisory episodes while at least one controller power lead was connected to ac power (believed to be the mobile power unit (mpu) he was issued in 2019). Episode occurred again this morning in the hospital when patient was connected to power module, and nursing staff was asked to keep patient on batteries. A set of unshielded patient cables for this patient was requested. A log file review was requested. The data showed pump stops and low speed advisories. Speed drops were as low as 0 rpm. These issues only appear to be occurring while the vad is connected to the mpu and power module. This type of behavior has been linked to potential issues with the percutaneous lead. In order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power until further investigation is completed. In order to identify a possible location of where the compromise in the lead is, x-rays will be needed. These x-rays should show the entire percutaneous lead from its connection to the controller to where it attaches to the vad with as few twist/turns to the driveline as possible. The x-ray was unremarkable. There were no further alarms/issues after being place on ungrounded cables and the patient was worked up for transplant. Further review of the patient's log files showed a no external power alarm on (B)(6) 2021, which appeared consistent with a loss of ac power to the mpu. The mpu had a v-lock connector attached to the ac power cord and it is not known if the power cord came loose. The site was not aware of power loss to the residence. The mpu is no longer in clinical use due to the safety risk of an internally grounded system being available for patient with suspected phase-to-shield short. Manufacturer report number for the related left ventricular assist device (lvad) is 2916596-2021-03436.